Event description:
It was reported that the customer had difficulty in securing the pump cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.